Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This follow up report was filed to include the correct lot number. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they had a set that was leaking from the tubing. They stated that the set seemed to have split near the luer on the tubing. Mmdg followed up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. Complaint (B)(4).

Event description:
The initial reporter stated that they had a set that was leaking from the tubing. They stated that the set seemed to have split near the luer on the tubing. Mmdg followed up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.